Event description:
On septemebr 11, 2006, the lay user/patient contacted lifescan alleging that a one touch induo's doser would not work after it was dropped. The medical affairs specialist spoke to the patient on september 14, 2006, to obtain / verify information. On an unk date in 2003, the patient dropped the reported meter. The meter's casing cracked. As a result of dropping the meter, the meter stopped powering on and one of the doser's buttons stopped working. The patient was no longer able to test her blood glucose or self administer insulin with the doser. On an unspecified date, the patient developed symptoms of sweating and seeing spots. Based on how she felt, the patient took 15 units of sliding-scale "novolog" insulin via a syringe. The patient called her doctor who advised her to get a new meter. The patient was able to obtain another one touch induo meter from her endocrinologist. When the patient tested herself with the new meter, she got a result of "400 something" mg/dl. She called her doctor back and was advised to come in for a visit. When the patient got to the doctor's office, she obtained another reading of over "400 mg/dl" using an unidentified device. The patient was not given any treatment during the visit, but her sliding-scale insulin regimen was modified. She was also advised to carry extra insulin vials. The meter and test strips were replaced. This complaint is being reported due to the following conclusions: the patient was unable to test her blood glucose with the reported meter. She also could not use the meter's doser. The patient developed symptoms and obtained a reading of over "400mg/dl" on another device.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.